Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was experiencing power switching by the controller of one battery that would constantly trigger the alarm. There was no reported patient injury related to this event. The controller and battery were taken out of use and new equipment was issued to the patient. The controller and battery were returned to the manufacturer and evaluated. The controller passed visual and functional testing, although review of the log files revealed critical battery alarm and premature switching event. The battery passed visual inspection however, during testing the battery exhibited early depletion of a cell pair and therefore failed functional testing. The mostly likely root cause of the reported event may be attributed to a combination of faulty internal cells within the hvad battery pack and communication error between the controller and batteries. The manufacture has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports 3007042319-2015-03888 and 3007042319- 2015-03893 submitted for devices related to the same even.

Event description:
It was reported from the united states that the patient was experiencing alarms indicating she only had one power source connected. She claimed the connections were tight when she heard the alarm but it would continue to sound and switch to the other power source even when the battery was fully charged. The patient also states that there was a gap between the battery and the controller. The patient says that this does not occur when she uses the same battery on source 2. The controller and battery were removed from the patient and a new controller and battery were supplied. The controller and battery were returned to the manufacturer.